Event description:
Care alert on (B)(6) 202115:00:08 tor rv deno lead impedance >200 ohms. First alert was on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).